Manufacturer narrative:
The user facility will be sending the data logs to the manufacturer for evaluation. This event is related to MDR #1828100-2013-00954 and MDR #1828100-2013-01004 (same event, different date).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped by itself, the speed knob went to zero, and no alarm was produced. The perfusionist turned the speed knob and it started again. The device was not changed out, as the user continued the case and kept close eye on it. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.